Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-01797. Additional information identified that when patient was taken to the operating room for the surgical procedure ((B)(6) 2018), patient was undecided if she wanted to undergo the procedure. As a result, surgery was cancelled. Surgery may be pending to address ineffective therapy.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-01797. It was reported that the patient did not receive effective therapy on the left low back and leg due to lead migration (x rays revealed lead migration).reportedly patient suffered trauma. Also lead contacts showed low impedances. As a result, surgical intervention may be undertaken at a later date to address the issue.